Event description:
Event description guidant received information that this endotak c was found to be completely broken when the pocket was opened to replace the patient's implantable carioverter defibrillator. The lead was found to be severly twisted and had snapped - due to twiddlers syndrome. The system was removed and replaced without issue.